Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. More than halfway through the procedure during the ablation phase, pericardial effusion was noted using intracardiac ultrasound. Subxiphoid access was obtained, and pericardiocentesis was done to remove about 800cc of fluid from the pericardial space. The physician stated that the pericardiocentesis probably was into the right ventricle. A second pericardiocentesis was performed and 200 cc were removed. The patient was kept for 2 days for monitoring and had fully recovered. The physician assumed the tamponade occurred due to the transseptal puncture and no due to the biosense webster, inc. Product. Transseptal puncture was done with a baylis needle. Ablation had been already performed prior to the adverse event. There was no evidence of steam pop during the ablation. Normal smart touch sf flow settings were used. The correct catheter settings were selected on the generator. The pump was switching from los to high flow during the ablation. No error messages were observed on any equipment. Graph, dashboard, vector and visitag were all used as force visualization features. Surpoint workflow was used as stability parameter for the visitag module. Surpoint was used as coloring option. Ablations were at 35 watts average with 30 watts on the posterior and 40 watts on the rest of the atrium. Although the physician believes the adverse event occurred due to the transseptal puncture done with non-bwi products, this event was conservatively assessed as MDR reportable under the bwi ablation catheter ¿thermocool® smart touch® sf bi-directional navigation catheter¿ since ablation had been already performed prior to the adverse event occurred. Therefore, the ablation catheter cannot be excluded.